Manufacturer narrative:
This incident occurred outside of the united states. No product was returned for evaluation.

Event description:
The patient experienced elevated blood glucose of 14.1-18.5 mmol/l (254-333 mg/dl) while using the infusion sets. Elevated blood glucose occurred between 3.5-48 hours of use. She injected insulin via pen and changed the infusion set to lower her blood glucose. On (B)(6) 2011, she experienced elevated blood glucose of 14.1 mmol/l (254 mg/dl) after 3.5 hours of use. She walked for 45 minutes and her blood glucose measured 14.4 mmol/l (259 mg/dl). She removed the headset and found the cannula was bent and was between her skin and the adhesive. The patient did not require treatment from a health care professional or second party to address the issue. The infusion sets were discarded, and no product was returned for evaluation. This complaint is associated with the accu-chek flexlink plus recall initiated on 02/21/2011. Further investigations are ongoing within an assigned taskforce.